Event description:
During a lead management case an svc tear occurred. The 16 fr glidelight was being used in an area of the svc that was severely occluded and where the svc was at an acute right angle. Assessment of the physician's statements revealed that there may not have been enough traction placed on the lead which created unintended movement. The CT surgeon was available in 3 minutes and did not operate because the patient's hemodynamics weren't sufficient. The patient was on bypass within 5 minutes and was resuscitated for 60 minutes before death was declared.